Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings which resulted in early sensor retirement. The patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date / time / sg value / bg value a. On (B)(6) 2025 5:20 pm sg out of range low, bg 149 mg/dl; 30 minutes later sg out of range low, trend arrow straight, he did nothing to influence glucose value. B. On (B)(6) 2025 2:02 pm sg out of range low, bg 87 mg/dl; 30 minutes later sg out of range low, trend arrow straight, he did nothing to influence glucose value. C. On (B)(6) 2025 8:14 pm sg out of range low, bg 202 mg/dl; 30 minutes later sg out of range low, trend arrow straight, he did nothing to influence glucose value. A return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
On 02 june 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection was performed, and no anomalies were observed. In-house testing of the returned sensor and sensor in vivo data indicated chemical degradation; however, it was still above the threshold value thus making it unlikely to have contributed to the reported inaccuracy. A review of the raw sensor data revealed optical instability which most likely contributed to the inaccuracies observed. However, the optical instability could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab, such as the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. B4. Date of this report 31 august 2025. G3. Date received by the manufacturer? 31 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.